Event description:
The patient contacted animas on (B)(6) 2012, and stated the up arrow keypad button had an intermittent response. The patient noted the keypad peeled off the up arrow and noted a tear on the ok button, and was unsure whether damage or tactile change occurred first. The patient reportedly wore the pump attached to a belt and cleaned it with a damp paper towel. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): investigation revealed that the keypad rubber is torn over the ok, up arrow, and down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the ok keypad button is intermittently responsive. There was evidence of keypad contamination found under the down arrow key contact.